Event description:
It was reported that, on an unknown date, a 16 cm (6") smallbore trifuse ext set w/3 microclave®, 2 back check valves, red ring, rotating luer infusion system draws in air during use with a patient. The device was reported to have been changed out/replaced with no further problems encountered. There was no report of patient harm. No additional information is available at this time. This is report 1 of 3.

Manufacturer narrative:
The device is expected to be returned to the manufacturer for further evaluation; however, it has not yet been received.

Manufacturer narrative:
Leakage was confirmed at the silicone seal of the red collared microclave within the 011-h2559 smallbore trifuse ext set assembly. Subsequent investigation found that the microclave had been accessed with a sharp instrument such as a needle. The probable cause of the air infiltration or leakage is typical of access with an incompatible sharp mating device such as a needle. The directions for use (dfu) state: do not use needles or caps on microclave the device history review (DHR) was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. Additional information - d9 product received 8/5/2022.